Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure during warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The sensor displayed multiple high values and shortly after, the sensor failed. As the patient¿s glucose level remained elevated, the daughter took him to the hospital where he was admitted and treated with insulin. The patient experienced dizziness with the elevated glucose. The cgm/blood glucose (bg) values were not provided, and bg finger sticks were not performed during the sensor. At the time of the report, the patient's blood sugar was in normal range. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available

Manufacturer narrative:
(B)(4). 3004753838-2022-137102 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. There was no device malfunction that caused or contributed to the patient¿s hospitalization.